Manufacturer narrative:
Device evaluation: software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that upgrading the application software did not resolve the reported issue. The exam used in the procedure was sent to medtronic for evaluation. It was reported that when loaded, the navigation system displayed that the exam did not contain data for navigation.

Event description:
A medtronic representative reported that, while in a catheter based procedure, the navigation system would not display exams loaded via cd. It was reported that the site could see other studies that were not needed. In digital intercommunication of medicine (dicom), it was reported that there was no identifying info to load/see the study. The site was able to load a disc in framelink to continue with the procedure. It was noted that multiple discs were burned by the site prior to the issue occurring. There was a reported delay to the procedure of an hour and a half due to this issue. There was no impact on patient outcome. No additional information was provided.